Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials are: (B)(6). Date of event: unknown when pain started. UDI: unknown part number, unknown lot number, UDI is unavailable. This report is for four unknown (4) 5.0mm titanium locking screws /unknown lot number. Original surgery sometime in 2013. Device is not expected to be returned for manufacturer review/investigation. In the absence of the identification of the exact cause of the pain, it will be reported as a potential device-related event. 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an original surgery done in 2013 for a titanium cannulated lateral entry femoral recon nail insertion due to a left leg fracture. On (B)(6) 2016 surgeon removed one (1)10mm femoral recon nail and four(4) 5mm locking screws from the patients left femoral bone. The reason for the nail removal was due to patient pain. The fracture was healed. No additional medical intervention was required. This report is for 2 devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Omit malfunction radio button - selected in error, should be serious injury only. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.